Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the surgeon stated that one of the arms advanced on its own causing injury to the bowel. It was confirmed that the surgeon performed a flank hernia repair on the patient, who was laid in a lateral position, that procedure was completed robotically with no issues or errors. The surgeon then flipped the patient supine for the ventral hernia portion of the procedure which was originally planned to be completed as an open incisional hernia. However, the surgeon attempted to complete the ventral hernia portion robotically. The patient had multiple adhesions while attempting the ventral hernia which was to be expected due to the patient's past surgical history of an open laparotomy due to diverticulitis, and multiple hernia surgeries that included infection with mesh and explant of the mesh. Due to the extensive lysis of adhesions required the surgeon deserosalized the bowel, which required a sutured repair. After an instrument exchange occurred with the monopolar curved scissors (mcs) the surgeon was communicating with the bedside surgical team while his head and hands were not engaged with the surgeon side console (ssc) the surgeon then put his fingers on the master tool manipulator (mtm) and felt and "external push" of the mcs that collided with a cluster of bowel hanging from an adhesion. Once the bowel was inspected there was a through and through injury to the border of the mesentery of the bowel. The surgeon then undocked the instruments and converted the procedure to an open incisional hernia as originally intended. The surgeon did not recall at the time if his head was in or out of the console. It was mentioned that his usual practice would be that he would put his head in first and then his hands to activate the mtm. The surgeon describes the event of "external movement" as a rushed movement and was not from a drift of an instrument which they've experienced before. The bedside surgical team denies any engagement or external movements such as placing the energy cord on the mcs or pushing the arm externally. The mcs instrument had been engaged prior to the event with the guided tool change (gtc) with no issues, the event occurred the last time the mcs was installed due to the surgeon converting to open directly after the injury occurred. The bowel injury was repaired with a small segmental resection of bowel once the procedure was converted to an open laparotomy. Minimal bleeding occurred due to the injury. The patient required additional hospitalization, but the surgeon stated that due to the patient's extensive lysis of adhesions an extended stay would be required and was not related to converting to an open procedure or the bowel injury. The patient is currently recovering as expected. To the surgeon's knowledge, a field service engineer (fse) inspected the system and clear it for use. The surgeon has used the system since the event with no similar or new issues. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Per system log analysis performed by software engineering, a drift error was detected during the final use of the monopolar curved scissors (mcs) instrument; the error was triggered 0.6 seconds after a monopolar energy cable connection was made between the mcs instrument that was already in use. Based on kinematic data, the instrument tip had moved 37mm from its original location after the energy cable connection. Based on advanced review of the system logs, there is no indication that the system malfunctioned. The surgeon described the motion as feeling externally induced, indicating that the master tool manipulator (mtm) was under the surgeon¿s command during the incident. As a result, the most likely cause of the unintended instrument movement was due to a monopolar energy cable connection being made while the instrument was under the surgeon¿s control in following mode. This was consistent with replication testing performed by post market quality engineering and failure analysis engineering. Per the da vinci xi surgical system in-service guide, energy cords should be connected to the instrument housing prior to the instrument being docked to the universal surgical manipulator (usm). Furthermore, the da vinci instructions for use (IFU) states that users should always use proper strain relief on instruments, endoscopes, or accessories with external attachments, to avoid exerting external forces on an arm that could cause unintended motion. The da vinci IFU also states that when using energy instruments, attach energy cables to the instruments before installing onto the patient cart arm. Guided tool change is not active when placing an instrument where the endoscope was previously and vice-versa. Also, pressing any clutch button will clear memory and disable guided tool change. In the absence of guided tool change, always insert instruments under direct visualization of the endoscope. A review of the system summary of service history found that the site has performed multiple procedures since the reported incident with no recurrences of unintended instrument motion.

Event description:
It was reported that during a da vinci-assisted ventral hernial procedure, the monopolar curved scissors (mcs) instrument moved unexpectedly and injured the bowel. During the procedure it was noted that there were adhesions from the bowel to the hernia site and the surgeon had anticipated converting to open laparotomy as part of the procedure. The bowel injury was repaired with a bowel resection after the procedure was converted to open. Additional information has been requested.

Manufacturer narrative:
A review of the system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The investigation is on-going.